Manufacturer narrative:
On october 16, the distributor sent further information regarding the customer's hospitalization. The distributor spoke with the attending nurse, who believes the customer inadvertently performed the load sequence multiple times while connected to the site, leading to the low blood glucose (bg) level and hospitalization; however, cause of low bg could not be confirmed. Customer was treated with intravenous glucose at the hospital and was released on september 26 with the issue resolved. Customer reverted to an alternate method of insulin therapy upon release.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level. Bg value and cause were not provided. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.